Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device did not pass torque test at the inspection at local warehouse.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4 corrected information: d4 (lot, primary UDI #) h3, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the torque-limiting handle 10nm exhibits signs of normal use. No cosmetic defects were observed on the surface. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter ez-torq lll 150i, ID# (B)(4), adaptor lf100006. Drawing 03_620_019. Rev. E manufactured was used as source of specification. Torque handle is required to deliver 10 - 12 nm at intermediate setting. Actual measured values range from 11.89- 12.18 nm. The complaint condition was able to be replicated as it resulted in over torquing. Refer to attachment "(B)(4) test" for results. The overall complaint was confirmed as the observed condition of the torque-limiting handle 10nm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part:03.620.019 synthes lot: 5203134 supplier lot: 562368c06 supplier: (B)(4) release to warehouse date: mar 20, 2006. No ncrs generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.